Manufacturer narrative:
One single lesion et20s¿ pain management rf generator was received for analysis. Ac power was applied to the rf generator which briefly displayed the software version of 2.00 prior to the successful execution of the power on self-test. Default values were then displayed in a numerical format that is consistent with this software version. An unrelated fault 09 was observed prior to functional testing which differs from the fault 06 reported. Note: warning message 09 (body temperature not detected) will be displayed when the measured temperature value is below 33°celsius, to ensure the electrode is properly placed within the anatomy prior to the application of rf energy. This message clears upon acknowledgement and does not prevent device operation. Functional testing confirmed normal impedance and temperature values during the application of rf energy. No warnings, faults, error messages, impedance or temperature fluctuations were observed during the evaluation performed. Based on the information provided to abbott and the investigation performed, the root cause of the field reported event cannot be conclusively determined as the reported issue was unable to be reproduced.

Manufacturer narrative:
The investigation results will be provided in a subsequent submission.

Event description:
The generator displayed an error indicating an issue with the probe and the case was abandoned. During a standard radiofrequency procedure for lumbar target, a "fault 06¿ error message occurred multiple times despite cycling the machine and changing out probes. The generator was powered off and on which did not resolve the issue and the case was abandoned. There were no adverse consequences to the patient due to the abandoned procedure. The case was rescheduled and the procedure was completed with a different machine with no consequences.